Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during the stereotactic breast biopsy procedure, the device allegedly difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one starchmark marker inserted in the encor biopsy probe has returned for evaluation. On the visual evaluation the marker is not marker is not fully advanced, the deploying yellow indicator on the plunger of the marker has left side facing to the red indicator of the probe. The pva pad has pushed outside and facing downwards to the needle of the probe, the aperture of the probe noted closed partially and the proximal retaining cap was glued to the probe. No damage was noted to the rear housing. On the functional evaluation of the device, the marker is removed from the probe. No other functional test performed due to the condition of the device returned. Therefore, the reported difficult to remove is inconclusive as the conditions of use could not be replicated in the lab (i.e., human tissue).two electronic photos is reviewed. The first photos shows the marker pva pad is bloody and found pushed outside the aperture of the needle. The second photo shows that needle injected into the patients breast. Therefore, based on the photo review, the reported difficult to remove could not be confirmed on the findings no conclusion can be made.a definitive root cause for the reported difficult to remove could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported during the stereotactic breast biopsy procedure, the device allegedly difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: two electronic photos is reviewed. The first photos shows the marker pva pad is bloody and found pushed outside the aperture of the needle. The second photo shows that needle injected into the patients breast. Therefore, based on the photo review, the reported difficult to remove could not be confirmed on the findings no conclusion can be made. One encore probe along with the marker applicator was returned for evaluation. The marker was removed the encore probe, on the visual evaluation of the probe it appeared bloody, and the aperture was closed up to 95%. The deploying yellow indicator on the plunger of the marker has not facing to the red indicator of the probe. The pva pad has pushed outside and facing downwards to the needle of the probe. The proximal retaining cap was glued to the probe. An x ray was performed on the sample to view the tissue marker. The x ray showed that the tissue marker was found to be within the applicator. No damage was noted to the rear housing of the probe. Therefore, the investigation for the reported difficult to remove remains inconclusive as the condition of use could not be replicated. A definitive root cause for the reported difficult to remove could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported during the stereotactic breast biopsy procedure, the device allegedly difficult to remove. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported during the stereotactic breast biopsy, the device allegedly difficult to remove. There was no reported patient injury.